Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 08-sep-2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on an a 32-year-old female patient. There was no addional patient information. Return product is available for investigation. Method: result (mmol/l): I-stat , 5.9, I-stat , 6.2 , I-stat, 6.7 , lab , 4.0 . There were no dates/times, collection time, nor details surrounding the event. There were multiple requests for informatiion but to no avail. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 07-oct-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n25141.